Event description:
It was reported that flo-gard IV solution administration set leaked an unspecified chemotherapy drug during priming. The leak originated below the drip chamber, after spiking the infusion set to the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.